Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing was noted on the pacing lead during the implant procedure. Different locations were attempted however ideal sensing could not be achieved. The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.